Manufacturer narrative:
Stryker continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device turned off during patient care and would not power back up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Event description:
The customer contacted stryker to report that their device turned off during patient care and would not power back up. In this state the device would be inoperable and defibrillation therapy would not be available if needed. This issue is patient related; however there was no adverse event reported.

Manufacturer narrative:
Stryker evaluated the customer's device. The reported issue was able to be verified and able to be duplicated. It was determined the root cause of the issue was the faulty system pcb. Due to part unavailability, the device cannot be repaired. The device was returned to the customer unrepaired. Further root cause was unable to be determined.